Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient recently developed an infection and swelling at the battery site. The type of infection was unknown. A culture was taken at the device pocket. No diagnostic testing or troubleshooting was required. The device and leads were explanted. It was unknown if antibiotics were necessary. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the date of onset of the infection was in 2015. The culture results found that the infection was (B)(6). The patient was treated with cefadroxil from (B)(6) 2015 until (B)(6) 2015. The patient continues to be followed by their primary care physician and have been without further reports of infection or inflammation since explant.